Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined the malfunction was caused by the bad cubie pocket. A field service engineer removed the bad cubie pocket and had to inventory the drawer to make sure the other pockets worked. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the pyxis medstation es system that it had an error message, drawer 6 was failure. The customer reported there was a delay in dispensing medication. There were no adverse events or injuries reported based on this incident.